Manufacturer narrative:
Olympus contacted the user facility via telephone and email to obtain additional information regarding the report, but rec'd only limited information. The user facility reported that the catheter had broken into pieces during the procedure and all broken pieces were successfully retrieved using an unspecified model of a rat-tooth forceps. No further information provided by the user facility. The device was returned to olympus for evaluation. The device was returned in a biohazard container and evidence of biomaterials were noted throughout the working length section of the device, which limited the evaluation to visual inspection only. The evaluation confirmed that the catheter was completely detached from the guidewire port. The device was forwarded to the original equipment manufacturer (OEM) for further investigation. If significant additional information is rec'd, this report will be supplemented. The (B)(4) instructions for use states: "warning: do no operate the instrument abruptly or with excessive force when retrieving biliary or pancreatic stones. Otherwise, pt injury such as bleeding or mucous membrane damage may occur, or the balloon may burst and the pieces could remain in the duct." It also states, "do not pull the tube with excessive force. Otherwise, the balloon may burst and the pieces could remain in the duct. This could result in mucous membrane damage. If it is difficult to withdraw the balloon, deflate it before withdrawing. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, the balloon was inserted through the biopsy port of a duodenoscope and inflated in the pt's common bile duct. The physician was said to have torqued the scope in order to extract the stone with the inflated balloon. After approximately a minute of working the balloon with the scope, the catheter of the balloon split from the distal end of the device and the distal end of the balloon completely separated from the sheath. The distal end of the device was retrieved, and there was no allegation of unretrieved device fragments. There was no pt injury reported.